Manufacturer narrative:
Date of event is estimated. Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation. A manufacturer representative confirmed that the ipg is inoperable. As such, surgical intervention took place on 16 dec 2019 wherein the patient scs system was explanted and replaced with a new system to address the issue.

Event description:
Additional information received indicates that the patient failed to recharge due to which the ipg became inoperable. Reportedly, the patient has resumed therapy.